Event description:
Boston scientific received info that a shock was delivered due to apparent noise and oversensing on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance was 79 ohms. Reportedly the pt was in bed at the time of the episode and the telemetry monitor at the hospital showed sinus rhythm. Approximately one hour later the pt got up, was incontinent, slipped, hit head and her eyes rolled back. It took three people to get the pt back into bed and awake. No episodes were stored that correspond to that event. It was noted that the programmer time was off by three hours so the stored episode occurred three hours later than what was noted on the printout. There was no additional evaluation performed as the pt was sleeping and the incision are was new. No programming changes were made. The field representative was unaware if the physician felt the pt's episode was related to the device system and no further info was available.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This unit has been archived as meeting specifications.

Event description:
Boston scientific received information that a shock was delivered due to apparent noise and oversensing on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance was 79 ohms. Reportedly the patient was in bed at the time of the episode and the telemetry monitor at the hospital showed sinus rhythm. Approximately one hour later the patient got up, was incontinent, slipped, hit head and her eyes rolled back. It took three people to get the patient back into bed and awake. No episodes were stored that correspond to that event. It was noted that the programmer time was off by three hours so the stored episode occurred three hours later than what was noted on the printout. There was no additional evaluation performed as the patient was sleeping and the incision area was new. No programming changes were made. The field representative was unaware if the physician felt the patient's episode was related to the device system and no further information was available. Information received that this device system was explanted for an observation unrelated to this event. It has been captured in manufacturer report #3009448963-2015-00526.